Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6)2013. A call to technical services was made on 4/30/2014 stating that this device was replaced due to a defect. The caller asked for warranty program for this device. There is no further information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).